Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device fired the full linear range of the reload. The staples did form correctly. The staple line did not hold. The tear was probably caused by the draft at disconnecting the stomach tube. The tear appeared dorsal of the stomach tube and was oversewed laparoscopically. The jaws of the device did not get stuck and lock on tissue. The patient has been discharged. There was no tissue loss. There was no blood loss of 500cc or more.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
According to the reporter, during a gastric bypass the feeding tube could only be removed form pressure plate with very strong traction. The holding threads were cut off before disconnecting. The pressure plate was grasped with strong clamps in order to avoid traction on the gastric pouch. The gastric pouch tore at the emersion point and had to be over-sewn laparoscopically. No reinforcement material was used.